Event description:
It was reported that during surgery on (B)(6) 2023 the complaint products were not working properly. There was no harm or delay reported. Diligence is complete. No additional information is available. At investigation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: qatar. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the control bar was out of position, the cable insulation was damaged, the insulator was discolored, and the device was out of calibration. The motor, plug harness assembly, insulator, and e-ring were replaced, and the control bar position was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.